Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to damage to the cable unit. Additionally, the investigation confirmed the presence of dirt on the objective lens. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image, dirt on objective lens, and a b30 scope communication error. There was no patient involvement.